Event description:
Had the all-metal christensen device removed and it definitely failed. Anteriorly dislocated and pulled out of the socket.

Event description:
Add'l info received from MFR on 11/27/02: tmj implants, inc was unable to link any of the medwatch form to a specific pt or a specific device because no detailed info was given.